Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician chose to implant trial lead with permanent scs system which is not recommended as per manufacturer guidelines. The patient is stable and no complications were noted after implant. Effective therapy was restored postoperatively.